Event description:
During a laparoscopic nissen fundoplication case, the needle of the endo stitch would not toggle appropriately and caused a small hole in the stomach. This was repaired laparoscopically. A new endo stitch was brought into the surgical field and the new device malfunctioned in the same manner. A second tear was repaired as well.